Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all devices were not communicating. A technical support specialist confirmed that the issue due to the network issue and was resolved internally without the intervention of customer support centre. The system functioned as intended after the technical support specialist assisted with the issue.